Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken jaw. No fragments fell into the patient. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 16.52 mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.